Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient stated that their mobile power unit (mpu) did not give power and alarmed. While hooked up to the wall with the white lead only, the system controller alarmed "no power" on the black lead to the battery. The battery was full that morning. When a new fully charged battery was attached to the black power lead, it drained within seconds and started to alarm. The bad system controller was then attached to retrieve waveforms and it drained the battery in the power module and alarmed. The new battery that drained was able to recharge. The power module battery was reset and recharged. The system controller was exchanged and a loaner mobile power unit (mpu) was issued. Both products would be returned to abbott for analysis. The coordinator was unable to obtain log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) alarming for no external power was confirmed via investigation of the returned product. The controller returned with damaged power cables. The controller was able to support a mock circulatory loop without issue or alarm for an extended period of time and passed functional testing. It was noted that when the power cables were manipulated at the site of damage, the controller alarmed for no external power, confirming the reported event. The underlying wires of the power cables were insulation tested, and it was found that on both cables, wires responsible for power delivery to the controller were shorted to shield. The power cables were opened, and evidence of the shorts were found. This damage would cause the reported event. Data from the reported event dates of 10dec2024 ¿ 13dec2024 was reviewed in the log files. Throughout the data reviewed, intermittent no external power, power cable disconnect, and low voltage alarms activated due to the bus and relative state of charge voltages fluctuating around the alarm thresholds, consistent with the observed damage. The backup battery was able to support the system during these events, and there was no interruption to the controller¿s ability to support the pump while the driveline was connected. No other notable events were observed in the log file. The root cause of the reported atypical alarms was determined to be due to the damaged power cables, but the root cause of the power cable¿s damage was unable to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.